Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The console was examined by the field engineer. Could not find any leaks. Replaced vacuum inlet line. Tested system , system passed test and met the manufacturer´s specifications. Component code suggested code : vacuum inlet investigation findings suggested code : suction issues.

Event description:
It was reported that on august 16th during an brevera procedure, the system displayed ¨vacuum system is not at pressure ¨ and the technician could not retrieve the samples. The patient had to be rescheduled for a new biopsy due to not getting the calcifications on the first biopsy. No additional harm reported. No other information is available.